Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), an elevated shock impedance measurement was noted. The specific measurement was not provided. However, the physician elected to implant this s-ICD. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), an elevated shock impedance measurement was noted. The specific measurement was not provided. However, the physician elected to implant this s-ICD and enroll the patient in remote monitoring. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.